Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the longevity estimation suddenly dropped from 2 years to 5 months within a 6 month period. The device will be monitored closely and explanted when it reaches eri.

Manufacturer narrative:
The reported premature battery depletion could not be confirmed in the laboratory. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within normal longevity estimates. It was noted that numerous hv charges were observed, therefore reducing the device's longevity. Device function was normal when tested on the bench.